Event description:
It was reported that the pt presented three days post ivc filter implant with chest pain and a CT scan demonstrated that the ivc filter has migrated caudally 5.5 cm and one of the filter legs was observed extending outside of the vena cava by 1.5 cm, and extending into the liver. There was no extravasation identified on imaging. The ivc filter was then removed percutaneously without complication.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter was discarded by the user facility; therefore, a sample eval could not be performed. The investigation is currently underway.